Event description:
It was reported that prior to a biopsy procedure, a foreign material was allegedly found in the package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, foreign material was observed within the inner side of the packaging. And it was noted that there was loose material within the packaging. Therefore, the investigation for the reported foreign material inside the package is confirmed as the foreign material was noted within the package. Two electronic photos were provided for review. First photos shows the device in package where the foreign material was noted in the package. Second photo shows the foreign material in the magnifying view. Therefore, based on the photo review, the reported failure foreign material inside the package can be confirmed. Based on the photo and sample evaluation, the reported foreign material inside the package is confirmed. A definitive root cause for the alleged foreign material inside the package could not be determined based upon the provided information. Labeling review: labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2025), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a biopsy procedure, a foreign material was allegedly found in the package. There was no patient contact.